Manufacturer narrative:
Continued e.1 phone number: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Physician reporting, suspected rupture. And further reporting, capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the left device.

Event description:
Previous medwatch submission noted rupture and capsular contracture baker grade IV. Upon further information, abbvie has determined that the event of rupture did not occur. This event was only captured for contralateral device, MDR 9617229-2023-32043-00.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Previous medwatch submission noted rupture and capsular contracture baker grade IV. Upon further information, abbvie has determined that the event of rupture did not occur. This event was only captured for contralateral device, MDR 9617229-2023-32043-00.

Event description:
Physician reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: deformation device observed, on the device. No further actions are required, as the device was implanted.